Manufacturer narrative:
The manufacturer received the device and investigation is in progress. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a cmn femoral nail, ccd 125 right, 10 mm, 34 cm on an unknown date and was revised due to nail breakage on an unknown date. No further information is available for the moment. Note: since the occurrence date is unknown, field was left empty.

Manufacturer narrative:
Updates: pt info, age/date of birth, sex, weight, date of event, report date, describe event or problem, implant date, explant date, date received by MFR, type of reports, if follow-up, what type?, additional MFR narrative. Additional information was received and was added to the case. The manufacturer received the device and investigation is in progress. X-rays or other source documents were not provided for review. Where lot numbers were received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It has now been reported that the patient was implanted a cmn femoral nail, ccd 125 right, 10 mm, 34 cm on (B)(6) 2016 and was revised due to nail breakage on (B)(6) 2016.

Manufacturer narrative:
Device history records (DHR) review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Event summary: it was reported that the patient had a znn nail implanted on (B)(6) 2016 and was revised on (B)(6) 2016 due to implant fracture. Review of received data in total 4 x-rays are available for investigation. One x-ray is an intraoperative x-ray dated (B)(6) 2016 and it shows the proximal right femur with an implanted znn nail, lag screw and two cerclages. The visible part of the femur and nail do not show any conspicuousness. The bone fracture cannot be seen clearly. The other three x-rays are undated. Two x-rays show the broken nail in two planes, while the third undated x-ray shows the situation after the revision surgery with a new nail implanted. The ap x-ray with the fractured nail show only the proximal part of the nail and it can be observed that the nail is fractured through the lag screw hole and that the femur is also fractured. The two cerclages seems to be tightened to the bone similarly to the postoperative x-ray. The other view of the femur shows also the distal end of the nail and it can be observed that the cortical screw in the lowest nail hole is fractured, while the cortical screw placed in the dynamic nail slot is still intact. The nail is a long nail and it is going through almost the complete femoral diaphysis. Devices analysis: the znn nail has been returned with all involved components. As shown in the x-rays. The znn nail is broken at the level of the hole where the lag screw is positioned . On the proximal nail fragment some parallel marks, which plausibly originated from reaming, can be observed on a part of the surface of the lag screw hole. Nail material is missing from the anterior and lateral rim of the lag screw hole. This creates a new surface angulation of the lag screw hole. Parallel marks, which are compatible with the signs of a reamer, can be observed in the area where the material is missing. The fracture surfaces of the proximal fragment indicate a fatigue fracture progression from the lateral side toward the medial side of the nail, characterized by beach lines. These lines can be better observed on the distal nail fragment in figure. The character of the initial fracture portion and the fracture origin cannot be certainly determined due to material damage. On the distal fragment of the nail a polished area can be observed on the anterior-lateral side and on the posterior-medial of the lag screw hole. Furthermore, some material deformations can be observed on the limit of the polished area with the fracture surfaces . On the medial side of the lag screw hole there is evidence of deformation at the contact points with the lag screw, where the forces are transmitted. The deformations observed at the contact points with the lag screw on the nail are compatible with the deformation on the corresponding point of the lag screw. The fracture surface of the fractured cortical screw shows the characteristics of a fatigue fracture. Some damages at thread are also present on the other cortical screw, which was placed in the dynamic nail slot according to the x-ray. Except some minor scratches on their surfaces probably due to revision, the set screw, the lag screw and the nail cap do not show any other relevant damages. Root cause determination: breakage of implant due to inadequate design of mating components. Not possible, a systematic issue with design and/or material properties would have been detected as part of a trend review, systematic assessment or in the current pms post market surveillance. Breakage of implant due to lack of adequate fatigue strength. Not possible, a systematic issue with design and/or material properties would have been detected as part of a trend review, systematic assessment or in the current pms post market surveillance. Breakage of implant due to lack of adequate fatigue strength due to anodization. Not possible, a systematic issue with design and/or material properties would have been detected as part of a trend review, systematic assessment or in the current pms post market surveillance. Breakage of implant due to general corrosion (crevice, pitting, galvanic). Not possible, as the visual examination did not show any corrosion. Breakage of implant due to wrong interpretation of x-rays templates for dimensions lead to malreduction of the fracture. Possible, only one postoperative x-ray is available and it only shows the proximal part of the femur. Therefore, it cannot be excluded. Breakage of implant due to users select wrong nail diameter,length and/or determine wrong ccd angle . Possible, on the x-ray showing the fractured nail it can be observed that the nail is very long. A shorter nail possibly would have allowed the similarly stabilize a bone fracture in the proximal femur. Breakage of implant due to users choose wrong targeting guide/wrong cephalomedullary nail leading to drilling of nail. Possible, nail material is missing from the anterior and lateral rim of the lag screw hole. This creates a new surface angulation of the lag screw hole. The marks are compatible with the signs of a reamer, can be observed in the area where the material is missing. Breakage of implant due to wrong/incomplete information about limitation and postoperative restriction. Possible, patient compliance and postoperative instructions are unknown, therefore this cannot be excluded. Conclusion summary: it is reported that the patient had a znn nail implanted on (B)(6) 2016 and was revised on (B)(6) 2016 due to implant fracture. The x-ray review showed that the nail is going through almost the complete femoral diaphysis. A shorter nail would have possibly allowed to stabilize a bone fracture in the proximal femur in a similar way. The visual examination of the retrievals reveals the fatigue character of the fracture surfaces. However, the character of the initial fracture portion and the fracture origin cannot be certainly determined due to the material condition. The appearance of the marks and the missing nail material on the proximal nail fragment could be generated by the lag screw reaming. The lack of material on the anterior and lateral lag screw hole caused a new surface angulation of the lateral lag screw hole, which could have influenced the force transmission between the components. Based on the given information and the results of the investigation, it is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors which lead to the breakage of the znn nail. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).